Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Evaluation of the returned device found evidence of device loosening. Further examination of the mating component found evidence of third body particles trapped between the tibial bearing and femoral component. Examination found no evidence of manufacturing defect.

Event description:
It was reported that patient underwent left total knee arthroplasty in 2006. Revision surgery was performed in 2007, due to loosening of the tibial component.